Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they went to seizure due to low blood glucose. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 223 mg/dl at the time of call. The customer stated that they had high blood glucose of 523 mg/dl. The customer was unable to troubleshoot at the time of call. The insulin pump will be returned for analysis.